Manufacturer narrative:
Device evaluated by simulated use testing and confirmed the reported issue. Probe disassembly and further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting. Lot number initially reported is incorrect. Correct lot number is 26002.

Event description:
While pretesting 3 probes, complete shaft frosting was noticed. The probes were removed from the field and replaced. After the 3rd frosting, the doctor decided to use a (B)(4). Complaint 3 of 3.